Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently changed their target blood glucose (bg) settings. Customer's bg was 145 mg/dl. Tandem technical support assisted customer in correcting their target bg setting and insulin delivery was resumed successfully.